Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("post-implant miscarriage") and pregnancy with contraceptive device ("post- implant pregnancy") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of birth: (B)(6) 2008, (B)(6) 2012 and (B)(6) 2013.). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, 1 year 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety/ mental anguish"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), pelvic pain ("pain in pelvic area") and abdominal pain ("pain in abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, infection, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: details of procedure: device in good position with 4 trailing coils on the right side and left side. Pathology report: right and left fallopian tubes: benign fallopian tubes (a coiled wire device is noted within the proximal right tube however no similar device is noted within the left). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kgs. On (B)(6) 2017: there is an intrauterine gestational sac. Average ultrasound age is 5 weeks, 5 days. Yolk sac is noted. Fetal pole not yet identified. Normal appearance of the bilateral ovaries concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pregnancy with contraceptive device, vaginal bleeding, abortion spontaneous, menorrhagia and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs + medical records: dob provided, date of essure insertion was updated from (B)(6) 2013 to (B)(6) 2016. Essure removal date given ((B)(6) 2017). Lot number added (d13386). New events were extracted from pfs: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), anxiety/ mental anguish, depression, migraines, headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, pain in pelvic area, pain in abdominal area. Previously reported 'menstrual bleeding " was clarified as "abnormal bleeding (menorrhagia)". Patient's historical condition updated (pregnancies: 4). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("post-implant miscarriage") and pregnancy with contraceptive device ("post- implant pregnancy") in a 26-year-old female patient (gravida 4, para 3) who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of birth: 23-aug-2008, 18-aug-2012 and 24-jul-2013.). On (B)(6) 2016, the patient had essure inserted. In january 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In april 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, 1 year 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety/ mental anguish"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), pelvic pain ("pain in pelvic area") and abdominal pain ("pain in abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 207. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, infection, vaginal haemorrhage, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: details of procedure: device in good position with 4 trailing coils on the right side and left side. Pathology report: right and left fallopian tubes: benign fallopian tubes (a coiled wire device is noted within the proximal right tube however no similar device is noted within the left). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kgs. On 17-apr-2017: there is an intrauterine gestational sac. Average ultrasound age is 5 weeks, 5 days. Yolk sac is noted. Fetal pole not yet identified. Normal appearance of the bilateral ovaries concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pregnancy with contraceptive device, vaginal bleeding, abortion spontaneous, menorrhagia and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("post-implant miscarriage") and pregnancy with contraceptive device ("post- implant pregnancy") in a 26-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (date of birth: (B)(6) 2008, (B)(6) 2012 and (B)(6) 2013.). Concomitant products included para-seltzer (excedrin) from 2016 to 2017, paracetamol (acetaminophen) and paracetamol (tylenol) from 2016 to 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain in pelvic area"), abdominal pain ("pain in abdominal area") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced infection ("infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, vaginal discharge, weight increased and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, pelvic pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: details of procedure: device in good position with 4 trailing coils on the right side and left side. Pathology report: right and left fallopian tubes: benign fallopian tubes (a coiled wire device is noted within the proximal right tube however no similar device is noted within the left. On (B)(6) 2017: there is an intrauterine gestational sac. Average ultrasound age is 5 weeks, 5 days. Yolk sac is noted. Fetal pole not yet identified. Normal appearance of the bilateral ovaries diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kgs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pregnancy with contraceptive device, vaginal bleeding, abortion spontaneous, menorrhagia and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received : new event, "plaintiff did not underwent for essure confirmation test" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device /left coil location unknown') and abortion spontaneous ('post-implant miscarriage') in a 25-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included uti in 2013, dysuria in 2013, multigravida, parity 3 (date of birth: (B)(6) 2008, (B)(6) 2012 and (B)(6) 2013.) And seizures. Previously administered products included for an unreported indication: pyridium and bactrim. Concomitant products included caffeine;paracetamol (excedrin) from 2016 to 2017, medroxyprogesterone acetate (depo-provera) since 2013 to (B)(6) 2016, paracetamol (acetaminophen) and paracetamol (tylenol) from 2016 to 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"), 18 days after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), pelvic pain ("pain in pelvic area") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and abdominal pain ("pain in abdominal area"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("post- implant pregnancy"). On an unknown date, the patient experienced infection ("infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, weight increased and dyspareunia outcome was unknown, the menorrhagia, vaginal haemorrhage, vaginal discharge, pelvic pain and abdominal pain had resolved and the dysmenorrhoea and fatigue was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: details of procedure: device in good position with 4 trailing coils on the right side and left side. Pathology report: right and left fallopian tubes: benign fallopian tubes (a coiled wire device is noted within the proximal right tube however no similar device is noted within the left. On (B)(6) 2017: there is an intrauterine gestational sac. Average ultrasound age is 5 weeks, 5 days. Yolk sac is noted. Fetal pole not yet identified. Normal appearance of the bilateral ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pregnancy with contraceptive device, vaginal bleeding, abortion spontaneous, menorrhagia and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events outcome updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("post-implant miscarriage") and pregnancy with contraceptive device ("post- implant pregnancy") in a 26-year-old female patient (gravida 4, para 3) who had essure (batch no: d13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of birth: on (B)(6) 2008, on (B)(6) 2012 and on (B)(6) 2013.). Concomitant products included para-seltzer (excedrin) from 2016 to 2017, paracetamol (acetaminophen) and paracetamol (tylenol) from 2016 to 2017. On (B)(6) 2016, the patient had essure inserted. In february 2016, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). In june 2016, the patient experienced menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), weight increased ("weight gain"), pelvic pain ("pain in pelvic area"), abdominal pain ("pain in abdominal area") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2017, 1 year 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced infection ("infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, infection, female sexual dysfunction, anxiety, depression, migraine, headache, nausea, vaginal discharge, weight increased and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, pelvic pain and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: details of procedure: device in good position with 4 trailing coils on the right side and left side. Pathology report: right and left fallopian tubes: benign fallopian tubes (a coiled wire device is noted within the proximal right tube however no similar device is noted within the left). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kgs. On (B)(6) 2017: there is an intrauterine gestational sac. Average ultrasound age is 5 weeks, 5 days. Yolk sac is noted. Fetal pole not yet identified. Normal appearance of the bilateral ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pregnancy with contraceptive device, vaginal bleeding, abortion spontaneous, menorrhagia and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: reporters information was updated. Her concomitant medications were added. Per plaintiff fact sheet event: dyspareunia was added. She was recovering from the events: abnormal bleeding (vaginal bleeding/menorrhagia), dysmenorrhea and fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("post-implant miscarriage") and pregnancy with contraceptive device ("post- implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder and infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, infection, menstrual disorder and pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.